Manufacturer narrative:
Date sent: 04/30/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the clips were not closing proximally. This occurred for the first two firings. On the third firing, the device brought the cystic artery into the device and transected it. Another device was used to clip the artery and there was no adverse consequence to the pt.